Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to hyperglycemia on unknown date and had high blood glucose of 33.3 mmol/l. Customer stated auto mode feature was active at the time of incident. Customer stated they were unable to complete troubleshooting. The insulin pump will not be returned for analysis.